Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device has had both treated and untreated episodes, generating from t-wave oversensing. An exercise test and smartpass data analysis have been completed. At this time, the physician has opted for a sinus node ablation. The field representative reported that during the episode of inappropriate therapy, this device delivered it's maximum number of shocks (5) per episode thus exhausting therapy. No adverse patient effects were reported and to date, the device remains implanted, along with a non boston scientific device to support atrial pacing requirements.